Manufacturer narrative:
The field service engineer (fse) found that the green striped upper sheath restrictor tubing was disconnected. He secured the tubing and added a silicone sleeve for extra support of the tubing. (B)(4).

Event description:
The customer reported that there was a clear fluid leak of approximately 15 ml from the coulter® lh 750 hematology analyzer. The leak was not contained within the instrument. The instrument did not recover differential results on a patient sample prior to the discovery of the leak. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated in connection with the reported event.